Manufacturer narrative:
The reported complaint was confirmed. The fsr sent a replacement level sensor to the customer. During laboratory analysis, the product surveillance technician (pst) observed intermittent disconnect alert messages due to the damaged sensor membrane. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the red level detector pad started to cup, but still functioned properly. There was no patient involvement.